Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl. The customer treated with insulin pump and manual injection. Customer's blood glucose value was 282 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin. The infusion set was returned for analysis.